Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 70% stenosed target lesion located in the mildly calcified and mildly tortuous left anterior descending artery. After pre-dilation, a 3.5x24mm promus element plus stent was advanced and deployed for treatment. It was noted the stent was well expanded and well apposed. Next, intravascular ultrasound (ivus) was being performed and an unspecified guide catheter deep seated causing the unspecified ivus catheter to hit and "crumble" the proximal edge of the 3.5x24mm promus element plus stent. Treatment then used a 3.5mm quantum maverick balloon to post dilate the stent. Ivus was performed again and the "stent appeared to be fine". No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).